Event description:
A malfunction alarm was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump and was instructed to continue using it, with a recommendation to call back if the malfunction code appeared again.